Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an alert for voltage too low for remaining longevity. The patient was waiting for a heart transplant and the physician elected to leave the device implanted to reduce risk of infection. The transplant took place and the device was removed. There was no field representative at the procedure so it is not known if the device will be returned for analysis. There were no additional adverse patient effects reported.